Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely on (B)(6) 2021 with noise on their right ventricular lead that resulted in non-sustained right ventricular oversensing. Noise was not recreated during isometric testing, so programming changes were made on (B)(6) 2021. There were no patient consequences.